Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that button errors were received and the insulin flow was blocked during the bolus injection. Customer's blood glucose was unknown at the time of incident. No further details were provided.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarm was noted. All buttons functioned properly. No damage in the keypad assembly was noted. No button error or stuck button alarms were noted during testing. The pump passed the leak testing. The pump had a scratched case, pillowing keypad overlay and minor scratches on the lcd window.